Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Additionally, it was reported that the pump battery could not be charged. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. The customer reverted to an alternate method of insulin therapy.